Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent identified stent damage; damage was noted to stent strut rows 7-14 and 20-24, counting from the proximal end of the stent with struts lifted and pulled proximally. The undamaged distal crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified no damage. A 0.014'' guide wire was loaded into and tracked through wire lumen via tip without issue. The synergy device was returned with a guidezilla device this device appeared to associated with the related guidezilla complaint # (B)(4) and was shipped to maple grove cis. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.5mm x 47mm, eccentric, de novo target lesion contained a >45 degrees bend and was located in the moderately tortuous and severely calcified left circumflex coronary artery. After rotational atherectomy was performed to prepare the vessel, pre-dilatation was performed with a semi-compliant and a non-compliant balloon. A 3.50 x 48mm synergy ii drug-eluting stent was then advanced but would not deliver. A 6f guidezilla support catheter was used; however the device got stuck inside the guidezilla. When the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a 3.5x 48mm non-bsc stent through the same guidezilla. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.5mm x 47mm, eccentric, de novo target lesion contained a >45 degrees bend and was located in the moderately tortuous and severely calcified left circumflex coronary artery. After rotational atherectomy was performed to prepare the vessel, pre-dilatation was performed with a semi-compliant and a non-compliant balloon. A 3.50 x 48mm synergy ii drug-eluting stent was then advanced but would not deliver. A 6f guidezilla support catheter was used; however the device got stuck inside the guidezilla. When the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a 3.5x 48mm non-bsc stent through the same guidezilla. There were no patient complications reported and the patient's status was stable.